Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated the needles were bending very easily and won't allow the safety glide to engage. Additional information received on 03dec2024 stated that the needle is bending when the safety mechanism is being used. The needle was also bending when it was put into a vial to draw up a medication/immunization.

Manufacturer narrative:
The device history record (DHR) for lot 24d260 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Samples of lot 24d259 were returned by the customer for evaluation. The samples were tested and no device problems were observed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.